Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4) and (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated she was not aware of the event or any issues with supplies and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Sections d1 and a 510(k) number will not be provided in the emdr, because the product is unknown at this time.